Event description:
Provue missed a weakly positive anti-d post rhogam. Provue called it negative while it was confirmed to be weakly positive visually.

Manufacturer narrative:
On (B)(6) 2015, an ocd field engineer (fe) arrived to the customer site and confirmed the customer's concern. Fe verified error logs, checked reference and aligned read camera, verified optics and performed fine adjustment. Field service engineer performed adjustments and verified instrument is working properly. Customer reviewed repairs and was successfully able to continue processing and testing another sample with a weak antibody. Repairs have returned this instrument to expected operation.